Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Water was found in the inflation pipeline. After cleaning, the iabp function normally and was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure. There was no patient involvement, and no adverse event reported.